Manufacturer narrative:
On 2-dec-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and when changing the catheter for cti (cavotricuspid isthmus) creation the hemostatic valve was 'a little loose'. The issue occurred after approximately 4 hours since the start of the atrial fibrillation procedure. Although it felt loose, there were no signs of the reverse blood flow, etc. There were no damages or dislodgments noted on the brim cap, valve, or hub. The vizigo short was used until the end of the procedure and then completed. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis of the returned sample revealed a bent mark in the shaft section. No damage or anomalies to the hemostatic valve were observed, it was found in good condition. An irrigation test was performed, and water leakage was observed in the handle area. Further investigation revealed that the bent marks observed in the shaft could damage the inner components causing the water leakage. Device history record review was performed for the finished device 60000408 number, and no internal actions related to the reported complaint condition were identified. Since the shaft was found with a bent mark, this failure could be related to the hemostatic valve separation issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the damage in the shaft could be related to the manipulation of the device during the procedure; however, this can not be conclusively determined. The instructions for use (IFU) contain the following recommendations: during insertion, use caution not to create excessive bends that may lead to crimps in this device. As part johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and when changing the catheter for cti (cavotricuspid isthmus) creation the hemostatic valve was 'a little loose'. The issue occurred after approximately 4 hours since the start of the atrial fibrillation procedure. Although it felt loose, there were no signs of the reverse blood flow, etc. There were no damages or dislodgments noted on the brim cap, valve, or hub. The vizigo short was used until the end of the procedure and then completed. No patient consequences were reported.